Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that a lead warning for high and undefined impedance occurred on the right atrial (ra) lead in bipolar configuration. It was further noted that oversensing, potential for undersensing and high threshold occurred on the ra lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.